Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading, but alleged the difference was up to 150 points off. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Customer could not provide any further details regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.